Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: the black box and alarm history showed multiple cs 078 call service alarms. During the investigation, the pump alarmed with ¿cs 078¿ alarm upon the first rewind attempt therefore the initial call service alarm complaint was duplicated during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the motor flex/connector. All motor encoder signals were present in the pump. The investigation revealed a slave processor failure. During visual inspection of the pump, it was observed that the battery compartment was cracked and the display screen was dim and discolored. A test battery cap was used to complete the investigation and it was able to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.